Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed leaking from the device. Samples had to be recollected; there was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and the customer reported defect was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal was found from the tubing. Also, a functional test was conducted on retained samples of 8 sets by connecting each sample to bd tube and no leakage from tubing or other connection parts occurred during the test as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed leaking from the device. Samples had to be recollected; there was no health impact or consequence reported.